Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 3 bd syringe 0.5ml 31ga 6mm had the cannula too long. The following information was provided by the initial reporter : the customer reported applying the insulin with bd syringes and when removing the needle noticed that it was larger than 6mm. Opened two more syringes and they were larger than normal.